Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to oversensing of noise. It was suspected that the electrode was fractured. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.